Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose around 45 mg/dl. The customer's blood glucose was 157 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.